Event description:
An aa4203tl silicone toric plate lens was implanted and the surgeon noted, after looking at the lens under the microscope, that there were spots on the lens optic. The surgeon stated the spots looked like "milk spots." The lens was cut into pieces to remove and there was no pt injury. The surgeon felt the lens was defective. An msi-tr injector and an mtc60c fp cartridge were used but the contact was unable to recall the lot numbers.

Manufacturer narrative:
Results: visual inspection of the product showed the lens in pieces with some parts missing. The evaluation was unable to determine if there were any spots on the lens due to tthe condition it was returned. There was evidence of surgical residue. A work order search was performed and no similar complaints were found within the work order. The device history record will be pulled and reviewed. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.

Manufacturer narrative:
The lens was evaluated and the analysis found the residue on the lens appeared to be a mixture of salt and a few trace elements in a carbohydrate film. There was nothing in the manufacturing or sterilzation process or packaging that could have contributed to this complaint.